Manufacturer narrative:
The suspect device is the voicemate vsr.

Event description:
Customer states when he attempted to test his blood glucose with the advantage system, the adaptor for his voicemate vsr system caught on fire. The customer did not provide the location where the malfunction occurred. No evidence of burning or melting on the voice box reported. No adverse event reported. Requested return of suspect device and replacement was sent.